Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Evaluation found the power cord is unsheathed and there is a risk of short circuit. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
It was reported that there was an electric shock due to a cable defect with a thermaprep plus oven. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.